Event description:
No additional information.

Manufacturer narrative:
Investigation result: two 5100r samples were received without packaging for investigation. No residual fluid was present, and the tubing was cut away. The customer reported that the affected sample was from lot 23068214 and that "the rubber of the smartsite was found to be deformed and sealing was impaired". As part of the investigation the customer also provided photographs of the sample and analysis confirmed the customer's experience of ovalisation of the smartsite. A visual inspection of the returned samples revealed that one of the returned smartsites was ovalised. When fluid was passed through the tubing port, leakage was identified from the oval smartsite. Analysis of the second returned sample did not identify any similar deformities. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23068214 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, and bd storage conditions has not found a potential root cause for this level of excess heat. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 5100r product in the past 12 months.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd OEM smartsite y-body valve eo only was damaged. The following information was provided by the initial reporter, translated from japanese to english: rubber deformation. During priming of an infusion set incorporating a smartsight (a product in which jms incorporated the 5100r into an infusion set), a medical institution discovered that the rubber of the smartsight had deformed and its sealing ability had been compromised.